Event description:
Knee pain; knee swelling; knee effusion; skin reactions; lower leg cramps; redness/flushing; headaches; feeling tired; moody; knee joint is weak; skin around knee is inflamed; facial swelling; burning eyes; upset stomach/digestion problem. Information was received from a male patient, with a medical history of osteoarthritis in both knees. The patient received both synvisc and celestone injections at the same time in both knees three times the same month in 2007. Since the first injections, the patient had experienced pain, swelling and effusion in both knees. His knees had to be drained 7-8 times. He had also received additional corticosteroid injections in his knees since the synvisc injections. In addition, the patient had experienced skin reactions, lower leg cramps, flushing and redness that worsened between 4 and 6pm. He also had headaches, facial swelling, burning eyes, felt tired, was moody, his knee joint area was weak, the skin around the knee was inflamed and had an upset stomach with digestion being a problem. At the time of this report, the patient had not yet recovered. Manufacturer's comment: per package insert, synovial fluid or effusion should be removed before each synvisc injection. Also in the package insert, the directions for use state do not inject anesthetics or any other medications intra-articularly into the knee while administering synvisc therapy, because this may dilute synvisc and affect its safety and effectiveness. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.